Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). Reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the lens was explanted 4 months later in a secondary procedure. The reason for explant was not reported. Additional information has been requested. There are two complaints associated with the patient. This is 1 of 2.

Manufacturer narrative:
The product was not returned. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The reason for the explant was not provided. Information was provided that the non-toric company lens was replaced with a non-toric another model company, 26.0 diopter lens. The exchange for a multifocal lens may indicate the new lens was an improved choice for the patient's visual needs. Due diligence has been performed in an attempt to obtain further information on this event. The reporter declined to provide specific information and stated the surgeon would contact and provide any further information. The file will be reopened if new information is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.